Event description:
Additional information was received from a company representative (rep) indicated the date of refill was (B)(6) 2021. The expected volume at refill was 12.5 mls and the actual volume was 0 mls. The volume filled at prior refill was 40 mls and volume programmed at prior refill was 40 mls. The cause of the volume discrepancies was not determined; however, the doctor thought it was overinfusing 20-30%. The patient is stable at minimum rate and is currently still implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump miscellaneous failed lab dispense test; above spec. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (12.5 mg/ml at 0.079 mg/day), dilaudid (10 mg/ml at 0.063 mg/day), and bupivacaine (20 mg/ml at 0.126 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient came to the ER (emergency room) on (B)(6) 2021 with decreased breathing and was sleepy. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump was turned down to minimum rate per the ER rn (registered nurse) and hospitalist¿s request. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. Additional information was received on 22-sep-2021 from a healthcare provider who called reporting that the patient was in the ER and they wanted to have the pump checked. Per the hcp, the pump was filled 2 days ago and today it was empty. The patient had an altered mental status and was disoriented to time and situation. Additional information was received on 22-sep-2021 from the patient¿s pump managing hcp via a company representative who reported that the patient was experiencing overdose symptoms and was headed to the ed (emergency department). The plan was to program the pump to minimum rate. The hcp suspected the pump was overinfusing. He had recently done a refill and was expecting 12.5 cc back and there was nothing in the reservoir. He said that this had occurred a couple of times at refills. The hcp said that he increased the concentration from 1.5 to 5 ml, but the simple continuous dose was the same. The pump was programmed to a minimum rate of fentanyl (5 mg/ml at 0.0315 mg/day), bupivacaine (5 mg/ml at 0.0315 mg/day), and clonidine (100 mcg/ml at 0.63 mcg/day) on the date of the report.